Event description:
It was reported that the patient was shocked when going through a security screener at (B)(6). The date of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).